Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, the drawer 4.1 failed.The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted.The customer stated that this malfunction caused a delay in dispensing medication to patients.As per part investigation, it was determined that the reported failed drawer condition was caused by thermal damage resulting from an electrical failure affecting the retractor band assembly (P/N 353844-01), solenoid latch (P/N 353578-01), and drawer controller board (P/N 151622-01). This damage compromised communication and control signals to the cubie pockets, resulting in loss of drawer functionality.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, Section B Describe Event or Problem, Section D Device Available for Eval and Returned to Manufacturer onPART ANALYSIS:The reported condition of ¿ES - Failed Drawer¿ was confirmed during Field Service Engineer (FSE) testing and subsequently confirmed in the DCHU inspection process. The device was initially evaluated by the Field Service Engineer (FSE) according to Work Order (b)(4), the FSE reported that Half-Height (HH) Cubie Drawer 4.1 was off bus and non-functional. During troubleshooting, the FSE found that the retractor band was burned and the drawer solenoid was frozen in the closed position, preventing proper operation. Due to both failures, the HH Cubie Drawer 4.1 assembly was replaced. After installation, the replacement drawer required repair because a metal divider was found out of position. The divider was corrected, and the drawer assembly was restored to proper working condition. During DCHU Visual Inspection P/N 361054-01: was received with thermal damage to the following components, those components are part of the subassembly sent by the FSE: ASSY RETRACTOR DWR HH CUBIE P/N 353844-01.SOLENOID 12VDC LATCH, P/N 353578-01.PCBA DWR CNTLR v1.10/v1 P/N 151622-01.During DCHU Testing: P/N 361054-01: the testing by DCHU was not necessarily due to the thermal damage observed during visual inspection. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT CAUSE:The root cause was identified as thermal damage to the following components: ASSY RETRACTOR DWR HH CUBIE P/N 353844-01.SOLENOID 12VDC LATCH, P/N 353578-01.PCBA DWR CNTLR v1.10/v1 P/N 151622-01.Resulting from an electrical failure. This damage compromised the communication and control signals responsible for managing the Cubie pockets, leading to their malfunction.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES, THE DRAWER 4.1 FAILED. THE CUSTOMER ATTEMPTED TO REBOOT THE STATION AND TRIED TO RECOVER THE DRAWER, BUT THE ISSUE PERSISTED. THE CUSTOMER STATED THAT THIS MALFUNCTION CAUSED A DELAY IN DISPENSING MEDICATION TO PATIENTS. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Manufacturer narrative:
A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 13-MAR-2023 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT THE DRAWER 4.1 WAS FAILED TO OPEN. A FIELD SERVICE ENGINEER IDENTIFIED THAT HALF HEIGHT CUBIE DRAWER 4.1 WAS NOT ON THE BUS AND CONDUCTED TROUBLESHOOTING, WHICH REVEALED A BURNT RETRACTOR BAND AND A FROZEN SOLENOID PREVENTING MOVEMENT, REPLACED THE ENTIRE HALF HEIGHT DRAWER ASSEMBLY, THEN CORRECTED AN ISSUE IN THE NEW ASSEMBLY WHERE A METAL DIVIDER WAS OUT OF PLACE, PERFORMED TESTING USING THE HARDWARE TEST APPLICATION (HTA) AND CONFIRMED THE DEVICE WAS FULLY OPERATIONAL. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER REPAIRED THE DEVICE.